Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient was having to charge too frequently and for too long. He wanted to change to new device to cut down on the charging burden. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics /troubleshooting/interventions/actions were taken to resolve the issue. The battery was replaced and issue was resolved. Hcp had no further information. Patient's weight was unknown. No symptoms were reported and no further complications were reported/anticipated.